Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05424. It was reported the pt ((B)(6)) allegedly felt two extensions (from the same lot) move and attempted to reposition them. It was also reported the pt's doctor was unable to establish communication with the ipg. X-rays were taken and revealed both extensions were disconnected from the ipg. During surgical intervention, both extensions were found to be twisted. As a result, both extensions were explanted and replaced. Replacing the extensions resolved the pt's issue.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.